Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is turned off and won't turn on. Customer has given herself some insulin with a bolus, but the insulin pump started beeping and the screen went blank the blood glucose reading is 142 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The motor assembly was found with moisture damage. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.